Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/ fixed prime. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. Customer performed fixed prime and did not get another any delivery alarm. Advised the customer to change the entire infusion set. Customer stated tested blood glucose at 364 mg/dl and programmed a bolus. Advised the customer to report back when issue persists. Customer declined to troubleshoot for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).